Event description:
Report of safeset port cracking during pt use. Customer reports that plastic ring around safeset ports crack and/or break following access with blunt cannula. Staff resolves the problem by clamping off the line and replacing the section of tubing that has safeset port. The setup configuration is the transducer kit to an abbott cable to a hewlett-packer monitor. Report of some fluid and blood leakage but no report of blood loss or pt harm. Report of random event occurrence for past 3-4 mos with frequency of 1 out of 10 kits used. No specific pt or event info due to the random and sporadic nature of events.